Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and endocarditis for a mitraclip procedure. During the procedure, mitraclip xtw (50123r104) was chosen for an implantation. An attempt was made to place the clip laterally but the mr remained unchanged. Another xtw (50123r1041) was placed medially, but mr remained unchanged. After further investigation, they noted a small perforation on the arterial leaflet near to the first lateral clip. As per the physician, the mr remained unchanged due to perforation. The patient was transferred to boston hospital for extubation. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported mitral valve insufficiency/ regurgitation was due to procedural condition. Mitral valve insufficiency/ regurgitation is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and endocarditis for a mitraclip procedure. During the procedure, mitraclip xtw (50123r104) was chosen for an implantation. An attempt was made to place the clip laterally but the mr remained unchanged. Another xtw (50123r1041) was placed medially, but mr remained unchanged. After further investigation, they noted a small perforation on the arterial leaflet near to the first lateral clip. As per the physician, the mr remained unchanged due to perforation. The patient was transferred to boston hospital for extubation. There was no clinically significant delay reported. No additional information was provided.